Event description:
It was reported during a da vinci-assisted diaphragmatic hernia repair procedure, the 30 degree endoscope was engaged, then disengaged to flip from 30 up to 30 down, and re-engaged. Then an error message was displayed. Upon disengaging the scope, it was noticed that the scope was difficult to spin in one direction. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree endoscope instrument involved with this complaint and completed the device evaluation. Failure analysis found no trouble at quality assurance plan (qap). There was no error at qap and no error in the logs. The endoscope passed the diagnostic tests.